Manufacturer narrative:
(B)(4). Test strips were not returned for evaluation. Meter was returned - reported defect not reproduced. No defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 177, 174, 157, 127 and 155 mg/dl. The customer¿s expected am fasting blood glucose test result range is 75-100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/14/2023 and open vial date is one week prior to call. The meter memory was reviewed for previous test result history (time not set, all are am results): (B)(6).

Manufacturer narrative:
Corrected sections as of 04/07/2022: h10: updated to include retention testing statement: retention testing was performed using test strips from the same lot. Retention strips tested within 6 months, passed within specifications.